Event description:
Short term memory; tms therapy for depression. A 36 visit for 20 minutes feeling like a drill is going in on one side of forehead and out the other. My anxiety is worse. My medication doesn't work the same. I'm scared to be alone. I also since then have had vertigo (worse than childbirth). I am dizzy everyday with some movement of my head. Then I dry heave and break out in a sweat. Can't hand money or bills or even shower unless someone is in the house with me in case vertigo attack happens. FDA safety report ID # (B)(4).